Manufacturer narrative:
This report is submitted on november 06, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient experienced poor performance and migration of the electrode array, resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on december 19, 2018. (B)(4).